Event description:
Patient underwent a fem-fem vascular bypass on (B) (6), 2009. Fourteen days after implantation, it was reported a perigraft fluid collection. Perigraft fluid collection was evacuated by puncture. Graft remained implanted. It was also reported that pt was not discharged from the hospital to prevent any risk of infection.

Manufacturer narrative:
No product eval was performed since the graft remained implanted. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. One product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, the testing performed on similar product would test to indicate that the device was not defective. In addition, postoperative fluid collection is not an unexpected event in vascular surgery, specifically in peripheral vascular surgery.